Event description:
Procedure type: splenectomy. According to the reporter: (B)(4) ministry of health was notified of the adverse event. Per the report provided by the (B)(4) ministry of health, on (B)(6) 2014 a splenectomy was performed. Patient is (B)(6). On (B)(6) 2014: post-operative dehiscence of the abdominal wall occurred which required surgical intervention. No other information is available. Number of defective units are not mentioned in the report for this event. Additional information requested via email: due to the suture line rupture: was there any bleeding of 500cc or more? - no. Was there any unanticipated tissue loss? - no. Was the incision extended by more than one inch? - yes. What is the current status of the patient? - good conditions. What is the patient age, weight, gender? - (B)(6) (already reported), male, (B)(6).

Manufacturer narrative:
(B)(4).